Event description:
This was an spontaneous self-report received from a (B)(6) male consumer. The consumer with a history of diabetes, hypertension, dialysis, and kidney disorder used small amount of effergrip denture adhesive cream (carboxymethylcellulose sodium/maleic anhydride/methyl vinyl ether) once daily beginning (B)(6)-2009, for an unspecified indication. On (B)(6)-2009, he was admitted into the hospital because he became impacted due to the ingestion of small amounts of the product. He had x-rays, was given enemas and was "purged" (dates unspecified). Product use was discontinued on (B)(6)-2009. He was discharged on (B)(6)-2009. As of (B)(6)-2009, the outcome of the event was reported as unknown. This case is serious (hospitalization).

Manufacturer narrative:
The product has not been returned for failure analysis/ laboratory testing. User error may have contributed to the event.